Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and bipolar disorder ('psychological or psychiatric problems condition:bipolar disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test.". Concomitant products included lamotrigine (lamictal) from 2003 to 2014 and sertraline hydrochloride (zoloft) from 2003 to 2014. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient was found to have weight increased ("weight gain/loss (specify which one)weight gain"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), mood swings ("hormonal changes describe/c: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("*infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), vaginal infection ("*infection (bladder/ urinary tract/vaginal) type:vaginal infection"), major depression ("psychological or psychiatric problems condition: major depression/ depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dental caries ("dental problems"), hypoaesthesia ("neurological conditions or problems type: numbness in right hand and arm"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gingival pain ("dental problems: sore gums") and gingival bleeding ("dental problems: bleeding"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced acne ("rashes or skin conditions type: acne on chest,back,neck,scalp and face"), rash ("rashes or skin conditions type: rashes on body/on chest,back,neck,scalp and face") and vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced cholelithiasis ("gastrointestinal or digestive system condition type: gallbladder and gallstones") and alopecia ("hair loss"). In (B)(6) 2018, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). On an unknown date, the patient experienced stress ("psychological or psychiatric problems condition:stress/ post disorder stress"), abdominal pain ("abdominal pain"), abdominal pain upper ("stomach pain"), back pain ("back pain") and toothache ("tooth ache"). The patient was treated with surgery (diagnostic laparoscopy with removal of essure devices, bilateral salpingectomy, hysteroscopy, d&c). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, bipolar disorder, vaginal haemorrhage, heavy menstrual bleeding, cystitis, urinary tract infection, major depression, acne, rash, migraine, headache, nausea, dental caries, hypoaesthesia, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, cholelithiasis, alopecia, gingival pain, gingival bleeding, stress, abdominal pain, abdominal pain upper, back pain and toothache outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, acne, alopecia, back pain, bipolar disorder, cholelithiasis, cystitis, dental caries, dysmenorrhoea, dyspareunia, fatigue, gingival bleeding, gingival pain, headache, heavy menstrual bleeding, hypoaesthesia, major depression, migraine, mood swings, nausea, pelvic pain, rash, stress, toothache, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: bilateral essure devices palpable on diagnostic laparoscopy, noted to be in the isthmic portion of both fallopian tubes. No obvious extrusion of devices bilaterally_normal appearing fallopian tubes, ovaries, uterus, bowel, omentum, and appendix. 2. Trocar entry sites without. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and bipolar disorder ('psychological or psychiatric problems condition: bipolar disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test." Concomitant products included lamotrigine (lamictal) from 2003 to 2014 and sertraline hydrochloride (zoloft) from 2003 to 2014. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), mood swings ("hormonal changes describe/c: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("*infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"), major depression ("psychological or psychiatric problems condition: major depression/ depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dental caries ("dental problems"), hypoaesthesia ("neurological conditions or problems type: numbness in right hand and arm"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gingival pain ("dental problems: sore gums") and gingival bleeding ("dental problems: bleeding"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced acne ("rashes or skin conditions type: acne on chest, back, neck, scalp and face"), rash ("rashes or skin conditions type: rashes on body/on chest, back, neck, scalp and face") and vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced cholelithiasis ("gastrointestinal or digestive system condition type: gallbladder and gallstones") and alopecia ("hair loss"). In (B)(6) 2018, the patient experienced vision blurred ("vision/ eye problems type: blurred vision"). On an unknown date, the patient experienced stress ("psychological or psychiatric problems condition: stress/ post disorder stress"), abdominal pain ("abdominal pain"), abdominal pain upper ("stomach pain"), back pain ("back pain") and toothache ("tooth ache"). The patient was treated with surgery (diagnostic laparoscopy with removal of essure devices, bilateral salpingectomy, hysteroscopy, d&c). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, bipolar disorder, vaginal haemorrhage, heavy menstrual bleeding, cystitis, urinary tract infection, major depression, acne, rash, migraine, headache, nausea, dental caries, hypoaesthesia, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, cholelithiasis, alopecia, gingival pain, gingival bleeding, stress, abdominal pain, abdominal pain upper, back pain and toothache outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, acne, alopecia, back pain, bipolar disorder, cholelithiasis, cystitis, dental caries, dysmenorrhoea, dyspareunia, fatigue, gingival bleeding, gingival pain, headache, heavy menstrual bleeding, hypoaesthesia, major depression, migraine, mood swings, nausea, pelvic pain, rash, stress, toothache, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: bilateral essure devices palpable on diagnostic laparoscopy, noted to be in the isthmic portion of both fallopian tubes. No obvious extrusion of devices bilaterally normal appearing fallopian tubes, ovaries, uterus, bowel, omentum, and appendix. Trocar entry sites without. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 07-oct-2021: medical record received. Case upgraded to serious incident. Reporter information, lab data and essure removal details added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.